Event description:
The device was applied during a total hysterectomy procedure. Reportedly, the staple formation was incomplete. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.